Event description:
Error message displayed in the harmonic ace¿+7 shears machine. The harh36 instrument was removed and attempted to connect it again without success. A new harmonic instrument was to be retrieved to continue with the surgical procedure.